Event description:
It was reported the device displayed error -cassette not properly attached-. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was not confirmed. Unable to duplicate customer reported problem. Error was found in the device ehl log (event history log). Replace dso (downstream occlusion sensor) for preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.